Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation when the device was connected to ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue.